Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high 600 - 650 mg/dl. Cause was not known. Elevated blood glucose was addressed by changing supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that insulin drops were not observed to be exiting the needle during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer¿s blood glucose was in the ¿high 100¿s¿ mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.